Event description:
It was reported the EKG (electrocardiogram) port was not working properly. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Evaluation summary: (B)(4). The ECG (electrocardiogram) on the link electronics module printed circuit board is very loose. This would have caused the reported issue. Programmer hinge plate has one missing screw. Tip of stylus pen is loose. Programmer cooling fan is noisy. Printer drawer is broken.